Event description:
During a low anterior resection, after firing the instrument, the area was cut, but no staples were formed. The surgeon opened another stapler and fired it which formed and required staple lines. No adverse pt outcomes.